Event description:
It was reported that the physician's handheld was having problems holding a charge. It was reported that the handheld was plugged in, but would not turn on. It was verified that the lock button was not engaged. A new programming system was provided to the physician. The handheld is expected to be returned for analysis; however, has not been received to date.

Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on (B)(4) 2014. No anomalies associated with the handheld performance were noted during testing, and pa identified no anomalies with the power cable or serial cable. The handheld performed according to functional specifications. Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This information was reported incorrectly on initial MFR. Report.